Event description:
It was reported that during a routine device follow up; this pacemaker was not able to be interrogated. Later, the device was successfully interrogated and found to be operating in safety mode. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the device was explanted and replaced five days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.